Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9877429, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates, shield tight, bending during use, needle bent and cannula through shield due to unknown lot number. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, shield tight, bending during use, needle bent and cannula through shield) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle hub separates, shield tight, bending during use, needle bent and cannula through shield due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle separated from the hub and the cannula pierced through the shield. This was discovered during use. The following information was provided by the initial reporter: material no: 328438, batch no: unknown (provided 9877429). It was reported that the needles were separating from the hub, needle shields were tight, needle was bent, needle bending during use, cannula through the shield. Verbatim: (B)(6) 2020 - I did call the user facility on file and spoke to the person who reported this event, she stated that several nurses has been complaining about these syringes. Main complaint is that the needles are coming off with the cap. I asked if the rn's were mentioning if the caps were tighter than usual, and she confirmed that she was told several times that the needle shields were tighter than usual. She stated that the needles were bending during use, and that some needles were bent to begin with, in some cases the cannula was through the shield. She confirmed that there was no incident or needle stick, but it almost came to that point. She stated that there were about 100 syringes from the same material and lot number that were causing issues to the rn while using them.